Event description:
Customer reportedly obtained results of 147 mg/dl and 78 mg/dl on the aviva system within 10 minutes. Customer drank juice due to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.